Manufacturer narrative:
Additional information was added to h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a leak was observed in the extended life pd transfer set. The event was further reported as when the catheter cap was opened, the liquid leaked from the catheter tip. Additionally, it was reported that the patient proceeded to the hospital with peritonitis. Treatment for the event was not reported. The patient outcome was not reported. No additional information is available.